Event description:
During an in clinic follow up, increased capture thresholds resulting in loss of capture were noted on the right ventricular (RV) leadless pacemaker (LP). The patient was hospitalized and treated with hemodialysis which was not successful in resolving this event. The RV LP was retrieved, explanted and replaced to resolve this event. The patient was stable.